Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. Their trial started on (B)(6) 2026. It was reported that the leads were pulled out. The wires had completely come out and patient cannot access their therapy anymore, getting communication error- no leads attached. It was unknown whether troubleshooting was performed. The cause of the issue was unknown. The issue was resolved. The patient reported that the wires had completely come out when they woke up early this morning. Upon checking their therapy status, a message indicating ¿communication error ¿ cable not attached¿ was observed. The patient expressed concern, as the therapy has been working well for them and they were worried about the interruption. The agent advised them to contact their doctor¿s office for further assistance regarding the issue. Additionally, the agent notified their assigned manufacturing representative (rep) to make them aware of the situation and to support further follow-up as needed.

Manufacturer narrative:
Continuation of d10: product ID 306001, implanted: (B)(6) 2026, product type screening device product ID 306001, implanted: (B)(6) 2026 explanted: product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, product ID: 306001. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.